Manufacturer narrative:
(B) (6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B) (4).

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-02460, 3005099803-2010-02461, 3005099803-2010-02462, 3005099803-2010-02463, and 3005099803-2010-02465 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen needle electrode and four patient return grounding pads were used during a rfa (radiofrequency ablation) procedure performed on (B) (6) 2010. According to the complainant, post procedure, 3rd degree burns were observed on the patients thighs. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.